Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker had no sound. It was determined that the speaker was defective. The reported problem was confirmed. The speaker was replaced, and the device was returned to the customer.

Event description:
The customer reported the intellivue mx40 802.11a/b/g did not produce sound. The device was not in use on a patient at the time of the event, there was no patient involvement.